Event description:
A home patient contacted baxter's technical service center for assistance. The home patient stated solution came out the top of the patient line prior to connecting. No patient injury or medical intervention was indicated at the time of the initial call.